Event description:
It was reported that a patient arrived at the pediatric emergency department at approximately 2030 with leakage observed from the port tubing while a home blinatumomab infusion was running. The leakage was identified at the bottom of the port needle line before connection to the chemotherapy adapter, and the infusion was closely monitored and subsequently paused at approximately 2125 for port reaccess. Blood return was verified, and blinatumomab was restarted at 2145 at a rate of 5 ml per hour by s. Morris, rn, and d. Hopkins, rn. The leaking port needle had been placed at the outpatient clinic on 20-apr-26, and the clinic needle was retained with this report. There was a patient involvement with no harm.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.